Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Half of connectors are not engaged during the tigerpaw system ii device use. The second tigerpaw system ii device was successfully used to complete the procedure. There was a short delay in the procedure. There was a short delay in the procedure. There is no pt effect. There is no blood loss as a result of the reported issue. There is no delay in procedure. The tigerpaw system ii devices were used during cardiopulmonary bypass procedure.